Manufacturer narrative:
(B)(4). Additional information requested: did device jaws not open after clip fired before use on patient? Was user ever able to open device?

Event description:
It was reported that prior to an unknown procedure closed the clip close and couldn't rebound back.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcs20 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 3 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.